Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a manufacturer representative regarding an implantable neurostimulator (ins) that was replaced. The ins that was implanted in 2015 needed to be replaced because the patient reported a loss of paresthesia coverage around (B)(6) 2017 and complained that the charging session started to become more frequent. The patient stated she charged every three days for up to three hours. A consultation with a technical consultant in presence of the neurosurgeon was performed on (B)(6) 2017, along with a front and side x-ray of the patient's chest to assess possible electrode migration. The ins was replaced on (B)(6) 2017.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative (rep). It was reported that in the rep's personal opinion, the x-ray from (B)(6) 2017 revealed a twist of the lower part of the electrode; however, the rep noted that a professional medical opinion would be required. Refer to MFR report # 3004209178-2017-24148 for the report of the twisted lead with the patient's newer ins.